Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h1--type of reportable event corrected from "malfunction" to "serious injury." The device was returned to the factory for evaluation on 04/05/2024. An investigation was conducted on 04/17/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the intact cannula and intact c-ring, . Charred material was observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed. The lot # 3000374840 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was not sealing branches on the later half of the procedure; the cautery would not burn tissue to prevent bleeding. The power was initially set to 2.5 and would not seal the vessel branches so they increased it to 3; when it still would not seal, they set it to 3.5 and kept it there. The same power cord and adapter cable were used with each kit. Patient lost approximately 1500cc of blood from the leg during the procedure; a drain was placed in the leg. Patient received 2 units of blood post op. It worked fine for the first half. There was no attempt to change the cord. A new device was opened to complete the procedure with no issues. There was a procedural delay to open the new device. There was no patient injury.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.